Event description:
This event involves a complaint reported for the instruments used during surgery, and does not involve an implant problem. During a unicompartmental surgery after making the medial cut, the surgeon reportedly observed that too much bone material had been removed. The amount of excess material removed is estimated to be approx 4-5mm more than intended. The surgeon reportedly believes that the cut block may possibly be mismarked. Due to the excessive bone removal, the surgeon then opted to proceed with the surgery using a tkr. There is no additional info available at this time.